Event description:
For biliary sludge drainage after common bile duct stone extraction, the user selected zimmon biliary stent. He straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (olympus' visiglide 0.025 inch), but failed. Then he noticed the distal pig tail was kinked at a drainage hole. (B)(4) he placed a new stent to complete the procedure. (B)(4) the user did not experience any adverse effects due to this occurrence. For all complaints, ask: please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Vertically in a shelf. "What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?" Olympus' visiglide 0.025inch. "Was the wire guide lubricated prior to use?" Yes. "Was the device at the centre of the complaint inspected for damage prior to use?" Yes. "Did the patient require any additional procedures as a result of this event?" No. "Were any other defects observed on the device prior to return (other than the reported complaint issue)?" No. "Was a straightener used to straighten the stent?" Yes. "(If any damages were confirmed prior to use)was the package damaged?" No. For complaints occurring during use (once in contact with endoscope) also ask: "what is the endoscope manufacturer, the model number and working channel size that was used for the procedure?" Olympus' jf260v. "Does your medical facility have a service/maintenance schedule associated with its endoscopes?" Yes. "Was resistance encountered when advancing the wire guide to the target location? " no. "Did the patient require any additional procedures as a result of this event?" No. "Were any other defects observed on the device prior to return (other than the reported complaint issue)?" No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the lab evaluation on 13th june 2022: visual inspection: stent returned with pigtail straightener. Kink observed on the 5th porthole on the tapered end of pigtail curl. Functional inspection: 0.035" wire guide does not pass kink.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7- device of lot number c1893192 was returned to cirl opened without its original packaging for evaluation. With the information provided, a physical and a document-based investigation was conducted. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2022-00360). Lab evaluation: lab eval complete 13th june 2022: visual inspection: stent returned with pigtail straightener. Kink observed on the 5th porthole on the tapered end of pigtail curl. Functional inspection: 0.035" wire guide does not pass kink. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user a review of the manufacturing records for lot c1893192 confirmed that this failure has not previously occurred with that lot number. Based on the information to date, there are no manufacturing issues associated with lot c1893192. To ensure conformity of all batch release products, pack qc procedures "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.